Manufacturer narrative:
The reported complaint of a user advisory - "(ua) 45" (not at "home" position after power-on/restart) error message on the autopulse platform (serial #: (B)(4)) was confirmed during functional testing and during archive data review. The investigation findings revealed that the root cause was due to the driveshaft not to be at "home" position in which likely attributed to user error. Per the autopulse resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on. A user advisory - (ua) 45 will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory - ua45, pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Unrelated to the reported complaint, broken front and bottom enclosures were observed on the returned autopulse platform during visual inspection. These types of physical damaged is characteristics of normal wear and tear and/or mishandling. The returned autopulse platform was manufactured in march 2009 and it is 11 years old, well past its expected serviceable life of 5 years. The damaged front and bottom enclosures were replaced. During archive data review, multiple (ua) 45(not at "home" position after power-on/restart) were recorded on the reported event date. Thus, confirming the reported complaint. Initial functional testing failed due to ua 45 (not at "home" position after power-on/restart) displayed during power on. To remedy ua45, the driveshaft was rotated back to "home" position by using the administrative menu. Upon service completion, the autopulse platform will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During a call, customer reported that the autopulse platform (serial #: (B)(4)) displayed a user advisory - "(ua) 45" (driveshaft not at "home" position after power-on/restart) error message upon powering on. Customer was unable to clear error message. No consequences or impact to patient.